Event description:
Reporter noted corneal burn occurred at beginning of phaco. Changed handpiece and system to complete procedure. Required bandage contact lens and extended medical therapy with drops. Prognosis reported as good; may take weeks for vison to clear.